Event description:
It was reported after device was implanted, capacitor maintance was unsuccessful. An alert for charge time limit reached was observed. It was present even after re-interrogation. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of extended charge time was confirmed in the laboratory via review of programmer printouts. The hv capacitors were analyzed. The cause of the extended charge time was due to an hv capacitor anomaly.